Event description:
It was reported that on (B)(6) 2011 at 9:30 pm the patient obtained elevated blood glucose reading of 166 mg/dl. On (B)(6) 2011 at 2:00 am, the patient's blood glucose level was 288 mg/dl and he experienced the symptoms of headache and vomiting, and inability to stand. The patient was given correcting injections of insulin via a syringe. The patient did not seek any medical attention or treatment. Troubleshooting revealed all pump settings, programming, date/time setting and basal setting were correct, all total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.